Event description:
A report received was experiencing a burning sensation at the pocket site. The physician reported that the burning sensation may be due to scar tissue pressing a nerve in the pocket area. The physician also reported that the pt had lost weight and the pocket is not situated optimally. The physician replaced the pt's ipg and relocated the pocket site from the mid-back to right buttock. The pt is reportedly doing well.